Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a general programming issue for basic mode so that the rate would not change from the one on the prescription. It was stated, 'difficulty getting the infusion rate not to change to 20.1 when programming in a 500 ml infusion to infuse over 24 hours. Once it was explained that they could simply not change the time, and enter the rate they needed clarification on how to correctly enter the infusion, and the off-patient answers given in this call resolved their questions about the previous infusion that was entered in a way that did not match the prescription but was delivered exactly as entered, so this pump is not infusing inaccurately, it was user error, not related to this complaint. This occurred during programming/ setup at the skilling nursing center. There was no patient involvement. No additional information is available.